Manufacturer narrative:
A partial lead was returned in two portions. The connector portion measured 6.7 cm, and the distal portion measured 41.5 cm. The reported field event of noise was confirmed. External insulation abrasion noted breaching the outer insulation at 41.2 cm from distal tip consistent with friction to the device can. The length of the abrasion could not be measured due to missing portion of the outer insulation. The cause of the reported event was isolated to the lead-to-can external abrasion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to electrophysiology laboratory. Upon interrogation, the patient's right atrial(ra) lead exhibited noise. Patient experienced phrenic nerve stimulation, possibly due to the left ventricular(lv) lead. The ra and lv leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2019-10419.